Event description:
Additional information was obtained and indicated that this lv lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead oversensed atrial activity and capturing atrium at max output when programmed to voo. Lv dislodgement was suspected. Lead trends appeared to have changed with amplitude and impedance changes occurring. The device was programmed to rv only and avd extended to prevent rv pacing. The patient will go for chest x-ray. No plan to revise the lead at this time. Additional information was obtained and indicated that chest x-ray was performed and showed that the lv lead had pulled back into the atrium. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.